Event description:
It was reported that the insulin pump alarmed button error after it got wet when they fell into the water. The customer states there is fluid under the lcd display. The blood glucose reading was 167 mg/dl. The customer went to the doctor's office to get a back-up plan. Advised to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No button error alarm noted. Insulin pump had moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.